Manufacturer narrative:
A manufacturing investigation was performed. The delivery system of the complaint instrument was returned without the stent. A small amount of dried blood residue was observed on the outside of the balloon and inside the hub. The balloon has obviously been in- and deflated; it was returned in a not fully deflated state. Stent imprints on the balloon surface indicate that the stent was initially crimped on the balloon. Functional testing was performed by connecting an inflation device filled with water to the hub of the complaint instrument. Pressure could not be built up; water was found leaking from the distal end of the balloon. At about 2-3 atm the balloon slightly opened and fine water jet became apparent microscopic inspection revealed a small hole with longitudinal orientation located in close vicinity to the distal balloon weld. Moreover, scratches and surface abrasions were observed at various positions on the balloon surface. Inspection of the remainder of the device revealed no other damage or irregularities. The physician reported that the balloon burst inside patient during inflation of the complaint instrument. However, the physician confirmed good deployment of the stent with a normal operation after removal of the balloon. Review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to the specifications and successfully passed all in-process inspections as well as the final inspection, including a leakage test. Based on these findings it seems likely that the most probable root cause for the complaint event is related to external factors during the procedure (e.g. Balloon damage due to sharp solid bone fragments). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #09.804.600s / lot #1215041, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 02.march 2016 expiry date: 01.jan.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during intervention the vertebral body stenting system (vbs) was used. During inflation, rupture of the balloon for pressure and volume of use less than the maximum describe in manufacturer's specifications (pressure of 24 atm for 30 maximum and a volume of 4ml for 4.5ml maximum). Immediate consequences were probable small intra-vertebral leakage of contrast agent. Immediate actions were aspiration of the contrast product by the system. Absence of contrast agent on control x-rays. No surgical delay was reported. No information available about patient condition and outcome. Patient harm was leakage of contrast agent, probably largely re-aspirated, good deployment of the stent otherwise. The surgery was not prolonged. Normal operation after removal of the balloon. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.